Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned. And evaluated by the failure analysis team. Failure analysis investigation confirmed, the reported failure. Per failure analysis, the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips clip test was performed, and failed. The clip did not release onto the rubber test tubing. The instrument was found to have an input disk broken. Input disk #7 was found broken into pieces inside of the housing.

Event description:
It was reported, that during a da vinci-assisted pyeloplasty surgical procedure. The surgeon was unable to apply clip robotically. The large hem-o-lok clip applier instrument bent clip the wrong way, when surgeon tried to close clip on tissue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during procedure. There was no patient injury or blood loss occurred. The procedure was completed with spare instrument. Photographic image is not available. The patient demographic information was provided.